Manufacturer narrative:
The investigation into the heart valve damage has been completed since the original report was filed. The medical center discarded the impella product at the time of explant. No benchtop analysis of the root cause of the heart valve damage was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of heart valve damage was most likely related to improper positioning of the device deep in the ventricle since the pigtail was reported in contact with the mitral apparatus. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
A 52 year old male presented for impella support. Mitral regurgitation (mr) was confirmed by transesophageal echocardiography on admission to the operating room. When the heart was opened, a chordae rupture was found. The physician judged the pump may have caused or contributed to the mr/chordae rupture. The impella was removed and closure surgery was performed.